Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) lost telemtery and would not respond to a magent. When an interrogation was attempted an error message was noted that indicated a possible ICD malfunction. Electrograms could not be obtained and the ICD would not stat pace.